Event description:
It was observing in programming data that high impedance was observed during system diagnostics on a m102 with v1.5 software. It was noted that the generator was temporarily programmed off and system diagnostics were reperformed and no impedance issues were observed. For model 102/102r generators programmed to output currents greater than 1 ma , it was observed that system diagnostics using m3000 v1.0 and m250 software would display ok lead impedance while system diagnostics using m3000 v1.5 software would display a false high impedance. No additional relevant information has been received to date.